Event description:
The patient was being infused with sodium bicarbonate drip at 125cc/hr via the pump but the volume in bag was not decreasing three hours after infusion. The pump was removed from operation and replaced.